Event description:
Ous MDR - it was reported that approximately 46 months after the implant the lead was capped due to inappropriate shock delivery.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available follow up data from the (B)(6) 2016 were investigated. The data included iegm episodes from the (B)(6) 2016 demonstrating inappropriate shock delivery due to oversensing as reported in the complaint text. Furthermore the sensing trend curve showed a decrease of ventricular sensing from 20 mv to 9 mv around the (B)(6). At the same time the pacing impedance trend curve slightly decreased from 500 ohms to 350 ohms and the shock impedance showed a decreasing from 55 ohms to 45 ohms. The measured threshold values increased from 0.8 v to 3 v. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.